Manufacturer narrative:
Section d information references the main component of the system and the other applicable component is: product ID 977c265 lot# serial# (B)(4) implanted: (B)(6) 2017 explanted: product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) indicated for post lumbar laminectomy syndrome and spinal pain. It was reported that high impedances were observed post operatively. Contacts 8-15 all had 40,000 and the patient felt a little tingle in the left knee at 9.5v. There were no known contributing factors. They went through electrode 0-15 impedances and ran them at .25, .50, 1.5, 3.0. 0-7 were all within range and 8-15 were greater than 40,000. The patient had 100% coverage on 0-7 and their pain level decreased from 7/10 to 3/10 using just the 0-7 lead with normal impedances. The issue was not resolved at the time of the report and the patient was currently in the healing process. They would test their impedances again and the next appointment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.